Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the maryland bipolar forceps instrument. Therefore, the root cause of the customer reported failure mode has not been determined. Isi has received the monopolar curved scissors (mcs) instrument that was used during this event and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. No signs of thermal damage or melting were found. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have discoloration to the blades. The root cause of this failure is attributed to a component failure. Isi also received the mcs tip cover accessory that was used during this event and completed the evaluation. Failure analysis replicated and confirmed the melting that was noted by the customer. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The distal end of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing. The root cause of this thermal damage is typically attributed to mishandling/misuse. The mcs tip cover accessory was transferred to engineering for further investigation. The primary evaluation was confirmed by engineering. Visual inspection was performed and it was determined that the thermal damage was likely caused by an external source. (I.e. An instrument activating energy while contacting the tip cover) a review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the device logs for the monopolar curved scissors (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image was performed and showed a hole in the mcs tip cover accessory as was reported (due to he melting). A review of the site's complaint history does not show any additional complaints related to this product. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps arced and melted the monopolar curved scissors and (mcs) tip cover accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use. There was no damage noted prior to use or after the arcing event occurred. The cannula was inspected prior to use with a pin gauge. Arcing reportedly originated from the maryland bipolar forceps and grounded on the mcs tip cover accessory on the mcs instrument. It was unknown what type of energy was activated when the arcing event occurred. The vio dv generator was being used and was set at effect 3. The instrument was being used for 2-3 hours. The customer was using a maryland bipolar forceps, prograsp forceps, and the mcs instrument. It was unknown if the instrument tips collided with any other instrument. The instrument tip was in contact with tissue when the arcing event occurred. The instrument tips did not touch any staples, clips, or sutures while being energized. The maryland bipolar forceps instrument was removed after the arcing was observed and was replaced with a large needle driver. There was no reported patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. In addition, a grounding pad was attached to the patient's back. The grounding pad did not appear to have any issues or defects. The mcs tip cover accessory was noted to be melted after the event, due to the arcing that was observed. It was noted that the maryland bipolar forceps instrument would not be returned to isi for analysis.